Event description:
A report was received that the patient was implanted and explanted the same day due to weakness and paralysis in her legs. The physician is unsure of the cause of the reported event. The patient was prescribed medication and the paralysis has improved. The patient is reportedly doing well.

Manufacturer narrative:
(B)(4): the device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The ipg was analyzed and it passed all tests. The ipg exhibits normal device characteristics. (B)(4): the damage to the lead was similar to the typical explant damage and was not considered a failure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-1110-02, serial: (B)(4), description:precision implantable pulse generator (ipg).

Event description:
A report was received that the patient was implanted and explanted the same day due to weakness and paralysis in her legs. The physician is unsure of the cause of the reported event. The patient was prescribed medication and the paralysis has improved. The patient is reportedly doing well.